Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and degenerative disc disease. It was reported that the patient experienced a cardiac event and was in the emergency department (ed). The patient was administered narcan. The hcp wanted the pump stopped. No further patient complications have been reported as a result of this event.